Manufacturer narrative:
A supplemental report will be sent when the investigation has been completed. New information: 8:00pm, (B)(6) 2015, the iabp therapy was conducted for an ami patient. After therapy, the patient was transferred from the catheter room to critical care unit. After an hour and half, the patient complained of the pain in the back. Blood leak was noted in the abdominal cavity in angiography. The iab was removed and therapy was stopped. Additional procedure was done to hold the bleeding area by pta balloon, however bleeding was unable to be stopped. 1:00pm, (B)(6) 2015, the patient expired. The patient performed postmortem specimen and perforation found in the common iliac artery. Severe sclerosis was noted in the patient vessel. Sheath used together was competitor¿s product(zeon, 8fr-11cm) .

Event description:
(B)(6) 2015, the iabp therapy was conducted for an ami patient. After therapy, the patient was transferred from the catheter room to ccu. The patient complained of the pain in the back. Blood leak was noted in the pleural cavity in angiography. Additional procedure was done to hold the bleeding area by pta balloon, however bleeding was unable to be stopped. The patient expired. Severe sclerosis was noted in the patient vessel. Sheath used together was competitor's product (zeon, 8fr-11cm) . New information: 8:00 pm, (B)(6) 2015, the iabp therapy was conducted for an ami patient. After therapy, the patient was transferred from the catheter room to ccu. After an hour and half, the patient complained of the pain in the back. Blood leak was noted in the abdominal cavity in angiography. The iab was removed and therapy was stopped. Additional procedure was done to hold the bleeding area by pta balloon, however bleeding was unable to be stopped. 1:00pm, (B)(6) 2015, the patient expired. The patient performed postmortem specimen and perforation found in the common iliac artery. Severe sclerosis was noted in the patient vessel. Sheath used together was competitor's product (zeon, 8fr-11cm).

Manufacturer narrative:
02/04/2016 11:16 am (gmt-5:00) added by (B)(4)): the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a datascope product. The pressure tubing was also returned. No blood was observed inside the iab catheter. Two kinks were found on the catheter tubing near the y-fitting approximately 70.6cm and 71.4cm from the iab tip. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no leaks were detected. - the iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).